Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's reported problem was confirmed. There was damage seen on the metal contact of the plug adapter of the ac adapter. The device is a purchased finished good (pfg) and will be scrapped.

Event description:
It was reported that upon reviewing no charge with ac adaptor. Customer just wanted to bring to ICU medical¿s attention an issue that they are starting to see with the cadd solis plug packs and noticed a few instances recently of contact issue with the plug adapter on the power pack. There seems to have been some arcing or, burning occurring and melting of contacts. There was no patient involvement.